Manufacturer narrative:
It was reported that "item is not reading correct shows error code eru". There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported that the "item is not reading correct shows error code eru".